Manufacturer narrative:
Conclusion: no faults detectable. Manufacturer's preliminary comments: sanofi-aventis considers this event to be a procedure related adverse event, possibly due to faulty injection technique.

Event description:
(B)(4). Initial report: this serious spontaneous case report from (B)(4) was reported by a dentist to our local affiliate (B)(4). This case involves an adult male patient who initiated poly-l-lactic acid treatment on an unknown date, with his last treatment given sometime in (B)(6) 2008. Relevant medical history was not mentioned and concomitant medications were not taken. Six hours after his last treatment of poly-l-lactic acid, the patient experienced loss of vision. The reporter indicates that the patient was given the injection, and the physician administering poly-l-lactic acid therapy stated that the "needle was difficult to push and force had to be applied." The reporter indicates that the shot was administered into the "vein" and he believed that the shot "damaged the optic nerve." The patent has reportedly been to many physicians in an attempt to have the situation corrected, without success. The reporter mentioned that this patient "has had new-fill in the past without any issues." At the time of this report, the event remains ongoing. Reporter's causality assessment: not provided. Addendum for follow-up information received on 18-mar and 21-mar-2009 respectively were processed together: the reporter stated that this case involves a (B)(6) male patient who experienced this event on (B)(6) 2008. Poly-l-lactic acid therapy was stopped on the same day due to this event. The patient has no known history of drug allergies. (B)(4). It revealed brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.